Event description:
It was later reported that on 2013 (B)(6), the pump was alarming every hour. On 2013 (B)(6), the patient called the office; at this time the patient was not having withdrawal symptoms or increased pain. The patient was to see the doctor in the office on 2013 (B)(6) due to the patient unable to travel due to transportation problems. The patient was again seen on 2013 (B)(6) and the pump replacement was done on 2013 (B)(6) with no complications. As of 2013 (B)(6), the patient was reported to have been doing well.

Event description:
It was reported that the elective replacement indicator (eri) had occurred but the ¿scheduled to replace¿ date is in (B)(6). In addition, in (B)(6) of this year the time to eri was 19 months. The patient did not report any therapy issues. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report. It was further reported that the pump is to be replaced in (B)(6).

Manufacturer narrative:
(B)(4). Conclusion code no longer applies.

Event description:
It was later reported that the pump was replaced on 2013-(B)(6). The patient did not have any symptoms related to the eri.

Event description:
Additional information later reported there was a pump alarm a few days after the patient¿s last refill and that it was due to eri. It was not actually premature. The hcp planned to replace the pump sooner than later but no date set yet.

Manufacturer narrative:
Product ID 8703w lot# l38431, implanted: 1996 (B)(6), product type catheter. (B)(4).